Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog #8670855, 510k # k000453 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The screw was returned for analysis. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misalignment of the mas head and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a procedure via tlif at l4/5 using interbody device and posterior fixation. The set screws could not be broken off at right and left l4. The set screws were replaced but did not work. Finally the pedicle screw was replaced and the procedure was completed without any further incident. No patient injury or complication was reported.